Manufacturer narrative:
Please note that this date is based off of the date the article was accepted for publication as the event dates were not provided in the published literature. Aged 59¿90 years old (average 75.12 ± 6.92 years) 12 males and 22 females in pkp group and 9 males and 21 females in pvp group. If information is provided in the future, a supplemental report will be issued.

Event description:
Title : percutaneous vertebroplasty versus kyphoplasty for the treatment of neurologically intact osteoporotic kümmell¿s disease. Summary: article reports a prospective study to compare and investigate the safety and clinical efficacy of percutaneous vertebroplasty (pvp; n=30 patients) and kyphoplasty (pkp; n=34 patients) to treat neurologically intact osteoporotic kümmell¿s disease (kd). Pkp was performed using kyphon balloons under biplanar fluoroscopic guidance and a transpedicular approach. Results: it was reported that 4 patients had bone cement leakage during the operation, most of which were leakage along the fracture line. But no clinical symptoms occurred in the two groups. In other cases, the bone cement was well dispersed in the middle or anterior position of the vertebra body.